Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to duplicate the reported issue. The stryker fsr reinstalled the pin holder and replaced the battery pin to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had a battery pin pushed in. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates:a stryker field service representative (fsr) evaluated the customer's device and was able to duplicate the reported issue. The stryker fsr reinstalled the pin holder and replaced the battery pin to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had a battery pin pushed in. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.